Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 3149848 product family: scs-lead fixation-MRI: upn: (B)(4), model: sc-4319, serial: n/a, batch: 25254148.

Event description:
It was reported patient felt stimulation in ribs and lost stimulation in back and leg. The patient's leads had migrated. The patient underwent a revision procedure where the leads were repositioned. During the procedure, the screw from the anchor for the right lead was over loosened and resulted in screw being removed from the anchor. Physician sutured lead to fascia to prevent movement. The patient is doing well post-operatively.